Event description:
It was reported that, in the past, the healthcare provider had seen patients with motor stalls. There was no patient information, symptoms, interventions, or outcome reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).